Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and a specific value within the normal range was not provided. Technical support assisted the caller in resetting the pump, resolving the issue, and permitting continued use of the device, with instructions to contact for any recurrence.